Event description:
When doctor started the cardioversion on (2) separate patients, there was arcing on the anterior defibrillator pad. There was no harm to either patient. All pads with the same lot number were removed as a result.======================manufacturer response for adult electrodes, stat-padz (per site reporter).======================has not examined the equipment yet.what was the original intended procedure?caradioversion.device #1is this a laboratory device or laboratory test?no.